Event description:
It was reported that two emts were loading the it cot into the ambulance when the cot collapsed. There was no patient involved in the alleged incident but the two emts claim to have sustained back injuries.it was reported that pain medication was prescribed and the emts were off work for several days.